Event description:
Incident reported as: during surgery, jaws snapped off at base of the teeth. No reported patient injury.

Manufacturer narrative:
Sample requested, but not received at time of this report. An investigation report will be sent when completed.